Event description:
A nurse reported four pts experienced toxic anterior segment syndrome (tass) following surgery in 2006. The facility is not blaming product, but investigating all possible causes including products used. The facility has not identified a cause. They have recognized potential causes including a broken sterilizer and a broken sonic cleaner. They have had to use city water without a sonic cleaner while they wait for their new sterilizer. Additional info including pt identifiers, outcomes and treatments was requested but not received.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation.